Event description:
A surgeon reported that an intraocular lens (iol) became stuck in the cartridge of an iol delivery system. He stated he believes he loaded it incorrectly and that it jammed due to a volume issue. There was no pt impact/injury associated with this event.

Event description:
Add'l info provided by the reporting surgeon indicates the event was the result of loading the intraocular lens incorrectly in the lens guide. There was no pt impact/injury associated with this report.